Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 1.4 mmol, 7.2 mmol,. Tests were done within 20 minutes with a difference of 47%. Patient did not expereince any adverse events. No further information has been reported.